Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a 1.5mm eximo atherectomy catheter. During a procedure, the catheter was used for a pedial stick at 50mj for 5 minutes and 60mj for 52 seconds. When the device was withdrawn from the patient, it was noticed that the tip was missing and was still in the patient. The physician attempted to retrieve the tip using a snare however, wire access was lost and the tip floated to the heavily diseased perrennial. For 45 minutes, the physician attempted to retrieve the tip but was unsuccessful. At this time, the doctor chose to leave the tip in the patient's body and retrieve it at a later date when access can be established through the groin. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 1.5mm auryon catheter. The catheter complaint sample had been sent directly to the eximo facility for evaluation. The 1.5mm catheter device arrived with no inner or outer blade (stainless steel tubes) as detailed in the event description. This is a 126x70um 1.5mm catheter. No manufacturing non-conformances were observed during sample evaluation. The rfid tag of the 1.5mm catheter was read and the catheter working time was 3:30min at 50mj/mm2 and 2:30min at 60mj/mm2. The catheter sample presented an expected appearance per event description. The customer's reported complaint description of catheter tip detached was confirmed. The likely root cause of tip detachment is degradation of fibers at the tip. The root cause of the degradation of fibers cannot be definitively determined. As also determined in eximo capa0075, the root cause for the tip detachment might be related to working only in blood environment for too long or lasing at the same point for more than 10 seconds or applying excessive force to the catheter. This resulted in melting of the bonding joint between the catheter and tip components that couldn't hold on the outer blade, and it was sliding off. This is cautioned against in the IFU and training documentation. A review of the distribution records was performed for the reported packaging lot number 47179 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number 47179. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).